Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 41 mg/dl, 45 mg/dl and 390 mg/dl when all tests were performed within 10 mins on the advantage system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated the customer took his normal 15 units of lantus after the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.